Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product and patient status information were not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. The physician believed to have crossed from right atrium to left atrium too posterior and the versacross radio frequency wire went down to pericardial space. A pericardiocentesis kit was prepped, and blood was drained. The device is not expected to be returned for analysis (retained). The patient complications were noted at the beginning of the procedure. No issues with the devices were reported. No additional/further information was provided.